Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software product ID section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding an external device to an implantable pump infusing unknown drug for non-malignant pain. It was reported that the patient rep was seeing the bolus take 20 minutes to deliver a bolus, being stuck on 90%. The patient rep noted a high battery usage message on the handset. An agent walked them through clearing the data, and the patient rep confirmed they were able to connect to the pump. The troubleshooting steps that were taken on the call resolved the issue.